Manufacturer narrative:
Our ref. Number qn (B)(4). Based on the information provided, this patient had post-surgery complications to a tympanoplasty surgery, leading to tympanic membrane re-perforation. If surgifoam¿ sponge is not removed when hemostasis is achieved, as stated in the instruction for use (IFU) "surgifoam¿ sponge should be removed if possible once hemostasis has been achieved because of the possibility of dislodgment of the device or compression of other nearby anatomic structures", there is a possibility that the product can compress the tympanic membrane, and furthermore, will not allow for healing from the depth of a cavity. This event is considered off-label use.

Event description:
Per user facility medwatch form, mw5100014, "surgifoam gelatin sponge used in tympanoplasty surgery. Patient developed complications with late tympanic membrane re-perforation and with finding of persistent packing material in the middle ear. Patient needed additional surgery to remove the undissolved gelfoam and repeat tympanoplasty." Device is not available for return.